Event description:
In 05/2001, the facility's or buyer informed the distributor's sales reprsentative of the following: device/catheter was placed on pt. Then difficult to flush. Replaced with another same type device) device successfully.